Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 409 mg/dl and other relevant blood glucose levels was 256 mg/dl and 74 mg/dl. Customer stated that the sensor had calibration not accepted and change sensor alert. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.